Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26 h6 component code: g01003. D8 was this device serviced by a third party? No. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending data review identified no trends associated with the complaint issue. Device history record review did not identify any related non-conformances or deviations for the complaint lot. Inhouse testing of a retained kit of the complaint lot determined that the sensitivity performance is not negatively impacted. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot was identified.

Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list 8d06-77, that has a similar product distributed in the us, list number 8d06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further information was provided. Zip complete entry: (B)(6).

Event description:
The customer obtained a false negative architect syphilis tp result for a (B)(6) patient. The sample generated 0.04 and 0.03 s/co on architect and positive results on the tppa method. No impact to patient management was reported.